Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.1 the software version of product ID: 9735737 was received. The software version number is 1.3.2. H3: logs were returned for software analysis to look into the unexpected exit issue. Analysis found crash is observed while invoking mre::details::defaultshaderstoragebufferobject from the function initialize() in the defaultshaderstoragebufferobject.cpp. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 are applicable to this analysis. Logs were returned for software analysis to look into the unresponsive system issue. Analysis found segfault on qmlguiservice. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 are applicable to this analysis. Logs were returned for software analysis to look into the difficulty registering and the lagging system issue. There was insufficient information to determine the root cause of the issue. Codes b01, c19 and d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a transphenoidal procedure. It was reported that there was an internal error and the system was automatically rebooting itself. There was difficulty registering. The system was lagging while calculating the registration metric. Additionally, while manipulating the 3d model to check fiducials the system froze and the screen would go black. The site backed out of the software, went forward in the software, and the screen went black again. An error message appeared to restart. There was no patient impact and less than an hour of delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.